Event description:
In 2008, the patient reported he noticed twice in the past 2-3 weeks that his infusion set is leaking at the base of the needle that connects to the infusion site. He stated that during priming, he waits for insulin to drip from the tip of the needle, but it instead drips from the base of the needle. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.